Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery cap was damaged. The battery cap was very worn down and hard to remove. Customer's blood glucose level was in between 400 mg/dl and 500 mg/dl. Her blood glucose level was high because she was unable to remove the battery cap and the battery would die. She treated her high blood glucose level with a syringe. The device was not returned.